Event description:
Event description guidant received information that this device which had been implanted five years still indicated beginning of life. During the follow-up visit the device had parameter interaction error code 474 and reset to nominal parameters which changed the lead polarity to unipolar. In addition, with magnet application the device had three good paced beats and the rest appeared different. A technical service consultant suspected pseudofusion as the patient's intrinsic rhythm was greater than 100 ppm. This device was included on the advisory list therefore the field representative asked if the error code was a symptom of moisture. A technical service consultant stated that parameter interaction errors occur when there is an invalid parameter detected in the device during the interrogation process. The device was explanted and replaced and was reported to be in reset mode.